Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump kept alarming and making funny noises and then powered off. The reporter stated that they replaced the battery but the pump would not power on; the reporter confirmed no audible alarms. The reporter stated that there was no evidence fo damage but indicated that there was moisture in the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/12/2013 with the following findings: there was no visible moisture found in the display lens. A review of the pump¿s history showed multiple reboots. There was no physical damage found to the returned battery cap or battery compartment. The returned battery cap fully secured to the pump. The pump powered on with audible tones and vibratory sounds evident. During testing, the pump was exercised for 24 hours with no power issues observed. The pump failed a leak test due to a crack in the display lens. During evaluation, the display was found to be discolored. A test screen was inserted and found to function properly with no visible signs of discoloration. The pump cover was removed and evidence of moisture was found in the pump.